Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was admitted to the hospital with the diagnosis of "mechanical fall", which has resulted in progressive worsening confusion. The clinician noted that given poor glasgow coma scale (gcs), the patient was intubated in the emergency department. The clinician stated that there were initial considerations for subdural evacuation, "but given rapid progression and neurologic examination despite aggressive measures this was felt to be futile." The patient was placed on "comfort measures" care. The pump module was programmed at 2000 (8 pm) to infuse 100mg/100ml of morphine at 16ml/hr. As part of comfort measures treatment. The nurse entered the room to check on the patient and it was noticed that the morphine IV bag was empty. It was also reported that the patient's "oxygen saturation (level) fell from 87% to 80%" and the heart rate dropped to 69 beats per minute. There were no additional interventions provided and the patient passed away two hours after the event. Received a copy of the customer's medwatch form (it appears that the form was not submitted as there was no user facility #) which states, ¿patient was receiving morphine 100mg/100ml at 16ml/hr. Rn entered the room to check on the patient and noticed, there was no volume on the morphine IV bag. The rate was set to 16mg/hr. (16ml/hr.), and a volume of 100ml infused in less than 1 hours. At the intended rate of infusion, the bag should have infused over 6.25 hrs. Based on data from the pump it appears the pump was programmed correctly.¿

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, FDA notified?. Additional information: report source, report source other, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient was admitted to the hospital with the diagnosis of "mechanical fall", which has resulted in progressive worsening confusion. The clinician noted that given poor glasgow coma scale (gcs), the patient was intubated in the emergency department (ed). The clinician stated that there were initial considerations for subdural evacuation, "but given rapid progression and neurologic examination despite aggressive measures this was felt to be futile." The patient was placed on "comfort measures" care. The pump module was programmed at 2000 (8 pm) to infuse 100mg/100ml of morphine at 16ml/hr. As part of comfort measures treatment. The nurse entered the room to check on the patient and it was noticed that the morphine IV bag was empty. It was also reported that the patient's "oxygen saturation (level) fell from 87% to 80%" and the heart rate dropped to 69 beats per minute. There were no additional interventions provided and the patient passed away two hours after the event. Received a copy of the customer's medwatch form which states, ¿patient was receiving morphine 100mg/100ml at 16ml/hr. Rn entered the room to check on the patient and noticed, there was no volume on the morphine IV bag. The rate was set to 16mg/hr. (16ml/hr.), and a volume of 100ml infused in less than 1 hours. At the intended rate of infusion, the bag should have infused over 6.25 hrs. Based on data from the pump it appears the pump was programmed correctly.¿